Event description:
It was reported by the customer that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. The customer changed the necessary pump supplies and resumed insulin therapy.